Event description:
No additional information received from investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction & results of the final investigation. Updated fields: d8, h2, h6, h11. Correction field: h10. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Related report number h10 was provided in error. Related emdr cross reference number: 9610595-2026-35716. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use distal cover of the duodenovideoscope (tjf-q290v) came off and fell into the patient during a diagnostic endoscopic retrograde cholangiopancreatography procedure. The device was retrieved and the procedure was completed with a brief delay and a similar device. There were no reports of patient harm.